Event description:
Pt's one touch basic enhanced meter was reported to keep giving the not enough blood message. This issue was not resolved with troubleshooting. Pt was taken to the ER, but not given any treatment. Replacement meter was sent to the pt. No further clinical info was provided.